Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At an unspecified time, the device was programmed, via epidural, to deliver fentanyl 2 ug/ml and bupivacaine 0.1% in 250 ml, at a rate of 87.5 ml/hr, and the delivery was started. No further programming parameters were provided. At 0630, it was reported the medication container was changed. At 0850, it was reported the nurse noted an unspecified decrease in the patient¿s blood pressure, and the patient experience temporary paresthesia to both arms and legs. At that time, the delivery was stopped. The customer contact reported that the patient was treated with narcan 0.2mg IV and an unspecified concentration of neosyntephrine. On an unspecified day, the customer contact indicated that the patient was discharged to home. The customer contact indicated the event was due to an operator error in programming the rate as 87.5ml/hr instead of the intended 12ml/hr. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by this reporter upon query by hospira personnel.